Event description:
The physician's office reported that they only saw the patient to turn off her vns, that they were not the patient's primary neurologist. Good faith attempts were made for further information from the primary neurologist but no further information was received. Product analysis was completed on the lead. The electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device.

Manufacturer narrative:
.

Event description:
It was reported that the patient had her vns explanted on (B)(6) 2015 due to an unknown reason. The physician later reported that the reason for explant was that the device was shocking her although it was off and battery out. That it was uncomfortable for the patient and she didn't like that she could see the wire over her clavicle. It is unknown when and where the patient's generator had been implanted as the patient had previously been explanted in 2014 and has obviously since been re-implanted but it is unknown when. It was later reported that the lead was explanted on (B)(6) 2015 due to pain and that the patient's generator was explanted on (B)(6) 2014 due to pain when moving her left arm. She stated the electrodes were left on the nerve and the remaining lead body. It was also reported that the patient's device was explanted due to lack of efficacy. Good faith attempts for further information from the physician have been unsuccessful. The explanted lead was returned for product analysis on 11/03/2015. The generator has not been returned to date.